Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received 2 trail scs scs leads (off-label) with the same lot number. It was reported during the pt's occipital trial (off-label), the pt inadvertently removed his bandage. Subsequently, the left scs lead was partially pulled out of the skin and the pt was no longer receiving stimulation. A sjm representative was able to obtain effective stimulation with reprogramming and bandages/steri-strips were applied to the area. Follow-up identified the pt completed the trial.